Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. It was reported that there was a tear at the audio bolus button and there were issues with other buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: there is no visible damage to the keypad. The contrast and down buttons are intermittently responsive. The up and ok buttons respond properly. Removed the keypad and found contamination under the up, down, and contrast button contacts. The pump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.